Manufacturer narrative:
(B)(4). The device was evaluated and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The assignable cause of the iipv was determined to be one or more cycles advanced to next fill when a slow / no flow occurred above the minimum drain volume threshold.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 4. The patient's drain volume was 2937ml, indicating the patient drained 1237ml more than their largest prescribed fill volume (lpfv) of 1700ml. This event meets iipv criteria.